Event description:
The patient was found unresponsive at home the morning of the report and was in the intensive care unit. It was unknown if the patient took oral medications contributing to unresponsiveness. The hcp further reported patient feeling "sedated" and it was unclear whether it was related to dose from the pump. Per the hcp the pump had not been reprogrammed lately; not since 2 weeks ago. The pump delivered morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information: it was reported that the cause of the event was an accidental opioid overdose and the patient 'took too many oral pain pills'. It was unknown how the patient received the oral pain pills as they were not prescribed. The patient was recovered, doing well, and receiving effective therapy from the device system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc serial # (B)(4) implanted on: (B)(6) 2010 explanted on: unknown. Catheter model # 8709sc serial # (B)(4) implanted on: (B)(6) 2008 explanted on: unknown. (B)(4).